Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties occurred. The 90% stenosed 12x4.5mm, eccentric, de novo target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery (lad). Following predilation, a 16 x 4.50mm taxus¿ liberté¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was then completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were also reviewed and no issues were noted with the overall balloon profile. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination found severe kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypotube broke 664mm distal rom the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).